Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint device is not being returned. It was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales representative via phone that during a rotator cuff repair procedure, but prior to use on the patient, the customer's expressew iii needle was bent and was not loading into the gun. The sales representative did not know how the needle became bent. The customer's expressew iii autocapture+ retention/loading plate was not loading onto the gun. The sales representative stated loading instructions were followed. The case was completed with new products using the same gun with no patient harm or delay. The devices were discarded by the customer. This is report 1 of 1 for (B)(4).